Event description:
The reporter indicated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2008. The reporter indicated the lens rotated 90º but after an additional surgery, the lens was stable. The lens remains implanted.

Manufacturer narrative:
(B)(4) - unintended movement. Device evaluated by manufacturer? No. Lens remains implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Manufacturer narrative:
Method: medical review. Results: per medical review - according to the implanting surgeon`s report, dated on (B)(6) 2013, icl that was implanted in 2008, appeared rotated by 90 degrees .the intervention(rotation) was performed by another doctor. The lens remains implanted in the stable position. No information about any ocular trauma. No information that reported malposition of the icl have caused any damage to the ocular surfaces (e.g. Cataract, angle closure, etc.). Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).